Event description:
It was reported that when using the bd pyxis¿ es server all patients were not syncing across multiple stations. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the patients were not crossing. A technical support specialist (tss) accessed the pharmacy enterprise server (pes) and reviewed patient information under patients, visits and orders, where the patient status was identified as discharged and no results were returned from the cast patient query. The tss performed remote validation on the ER station and confirmed normal communication between the station and server, with no errors identified in data synchronization, network connectivity, or health site viewer (hsv). Further investigation on the server identified that data synchronization services had previously stopped, and as part of recovery, the tss verified and restarted the data synchronization and external messaging services. Continued investigation confirmed recurring service instability on the interface, where listener socket interruptions were observed; multiple service restarts and interface reboot attempts did not resolve the issue, and escalation to the external interface provider was recommended and mentioned that adt side. Issue resolved on adt (admit discharge transfer) side. The tss also addressed a login related issue by remotely accessing the affected station, restoring the application login configuration, and verifying system status where no devices were found to be in critical override. Health site viewer confirmed no active alerts, and upon completion of all validations, the findings were communicated to the customer. The system functioned as intended after technical support specialist troubleshot the device.